Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: the surgeon was closing the vaginal cuff and the needle came out of the device. The needle fell into the patient and was removed. The black lever on the endo stitch popped off. The scrub tech was able to load another needle to complete the procedure. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Based on new information from the account, the device is no longer available for evaluation.